Manufacturer narrative:
An event of migration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 29mm portico, tavi valve was chosen for procedure. During the procedure, upon release of the valve (3 mm) the device migrated into the aorta. The migration was observed under fluoroscopy and echocardiogram imaging. A second, 29mm portico, tavi was placed. A valve in valve procedure was completed successfully. No consequences to the patient. The patient remained stable throughout the procedure and the patient was discharged three days post implant. No additional information has been provided.